Manufacturer narrative:
.

Event description:
It was reported that the patient presented with right knee joint instability and pain. The surgeon has stated an additional surgery is need for a thicker poly insert. The surgery has not been scheduled at this time.

Manufacturer narrative:
The associated complaint device was not returned for evaluation.